Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. However, a picture was provided. The photo was evaluated and it indicated that the pump was leaking from the housing assembly. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. However, as a result of this occurrence, specifications and drawings were modified and a formal awareness training was conducted with all applicable personnel to ensure all personnel understand and comply with the assembly and inspection methods. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: leakage of blood was noticed at top of hand pump connection to tubing. Customer was pushing blood through into patient and the tubing seal broke, blood leaked out.